Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the patient contacted lifescan (lfs) alleging that her onetouch ping meter had displayed an error 1 message. The complaint was classified based on the customer care advocate (cca) documentation as medical surveillance specialist (mss) was unable to contact the patient for a follow up call. A no response letter was sent to the patient. The patient stated that the alleged product issue began on (B)(6) 2016 at 9:30 - 10:00pm. The patient manages her diabetes with insulin pump therapy and denied making any change to her usual diabetes management routine as a result of the alleged product issue. She claimed that less than 5 minutes after the error 1 message displayed she developed the symptoms of "hunger". The patient denied that she received any treatment. At the time of trouble shooting, the cca confirmed that this was not the first time the meter was being used. Replacement product was sent to the patient. This complaint is being reported because the patient reportedly suffered symptoms suggestive of a serious injury after the alleged product issue began.

Manufacturer narrative:
Further analysis was not possible for the returned meter due to unknown storage and handling preventing the allegation being physically investigated. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
The lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the meter failed testing. The reported issue was confirmed. A device history record review was performed on the subject meter lot. The review did not identify anything that could adversely impact product performance or function.if lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.